Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 6.5mm recon screws. Part and lot numbers were not provided by the reporter. Date of implant is unknown and was reported only as an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject devices were reportedly discarded by the reporting facility. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a left hip fracture and was implanted with a 11mm lateral entry femoral recon nail, two 6.5mm recon screws and one 5.0mm locking screw on an unknown date in (B)(6) 2015. On an unknown date patient experienced screw impingement of the soft tissue from both of the two 6.5mm recon screws. The patient did not complain of pain and it was noted that the fracture healed. Patient underwent hardware removal of the nail, 6.5mm recon screws and 5.0mm locking screw. There was no reported issue with the nail or the 5.0mm locking screw. There were no fragments and no surgical delay. The patient was not revised to any additional hardware. The surgery was completed successfully with removal of all hardware. This report is for two unknown 6.5mm recon screws. This report is 1 of 1 for (B)(4).